Event description:
Additional information was received from the surgeon's office on (B)(6) 2012 where it was found that the patient was prescribed antibiotics however they have not seen the patient since the medicine was given. There was no clear infection seen however they feel that this is some sort of foreign body response. The antibiotics were given to try to resolve the issue without having to explant the generator. As the patient has not followed up, the physician does not have any additional information to provide.

Event description:
It was reported that a vns patient was scheduled to have his generator explanted due to a foreign body response where the generator pocket in the chest collapsed and the generator broke through the skin at the bottom of the pocket. Follow up revealed that the device was not explanted. The patient did go in for surgery where the device was repositioned and a new pocket was created higher up on the patient's chest. The exact cause of the extrusion and wound break down is unclear as there were no signs of infection, trauma, manipulation and no other precipitating factors were identified. The patient will be monitored for the time being.

Event description:
Additional information was received on (B)(4) 2012, stating that repositioning surgery occurred again (B)(6) 2012.

Event description:
On (B)(6) 2012, this vns patient underwent exploratory surgery to revise the pocket. The surgeon elected to remove the generator to make a new, deeper pocket, and then place the generator back in hopes of the body not rejecting the device again. During the surgery, the generator was placed back into the pocket and low impedance was seen. This will be captured in MFR. Report #1644487-2012-03069.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr), corrected data: the previously submitted supplemental MDR stated that the information was received on (B)(4) 2012, however it was received on (B)(4) 2012. This report is being submitted to document the correction.

Event description:
Additional information was received on (B)(4) 2012 where it was reported that the chest incision site is not healing and there is a blood blister with possible rejection of the vns device. The patient is being referred back to the surgeon. Good faith attempts to obtain additional information have been unsuccessful to date.